Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) authentication was not functioning. The field service engineer (fse) replaced the bio ID unit. After replacement, the bio ID function operated normally and login was restored. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device experienced a login issue, and the user was unable to log in using the bio-ID feature. There were no delay or adverse events or injuries reported based on this event.